Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was not implanted due to premature battery depletion noted on the monitoring voltage indicator.